Manufacturer narrative:
No complaint was received with return of device; no conclusion code available; failure event observed during analysis. Final analysis found that only the connector portion of the lead was returned. A full insulation breach was noted at 4.9 cm to 5.2 cm from the connector pin.

Event description:
This report is to advise of an event observed during analysis.